Manufacturer narrative:
The report # 3003721894-2018-00070 is associated with argus (B)(4), super poligrip free denture adhesive cream.

Event description:
Stated the product is irritating roof of mouth, peels the skin, soreness, and choking. [Choking]. Stated the product is irritating roof of mouth [irritation roof of mouth]. Peels the skin [peeling mouth]. Stated the product is irritating roof of mouth, peels the skin, soreness [sore mouth] not holding dentures has to apply 3 to 4 times. [Device used for unapproved schedule] stated that he had cut the tube open. [Wrong technique in device usage process]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6)-year-old male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint. On an unknown date, the outcome of the choking, irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint were unknown. The reporter considered the choking, irritation roof of mouth, peeling mouth and sore mouth to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device used for unapproved schedule and wrong technique in device usage process to be related to super poligrip free denture adhesive cream. Additional information, adverse event information was received on 02 march 2018. Consumer stated that the super poligrip free 2.4 oz was not holding dentures had to apply 3 to 4 times. Stated the product was irritating roof of mouth, peels the skin, soreness, and choking. Product adhesive sticks too hard to gums. Stated that he had cut the tube open.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint. On an unknown date, the outcome of the choking, irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint were unknown. The reporter considered the choking, irritation roof of mouth, peeling mouth and sore mouth to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device used for unapproved schedule and wrong technique in device usage process to be related to super poligrip free denture adhesive cream. Additional information, adverse event information was received on 02 march 2018. Consumer stated that the super poligrip free 2.4oz was not holding dentures had to apply 3 to 4 times. Stated the product was irritating roof of mouth, peels the skin, soreness, and choking. Product adhesive sticks too hard to gums. Stated that he had cut the tube open. Follow up information was received on 12 march 2018. The product sample poligrip free, 2.4oz tube returned and the crimp was cut off, therefore the lot number was not available. Follow-up information was received on 15 march 2018 from the quality assurance (qa) department regarding complaint (B)(4), lot number unknown. Quality investigation report included that, batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. On the basis of the above it was consider this complaint closed as unsubstantiated.

Manufacturer narrative:
3003721894-2018-00070 is associated with (B)(4), super poligrip free denture adhesive cream. Quality investigation report included that, lot # and batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Manufacturer narrative:
3003721894-2018-00070 is associated with argus case (B)(4), super poligrip free denture adhesive cream. Quality investigation report included that, lot # and batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Device evaluation correction report 06 april 2018: issue number: (B)(4). The complaint sample was received on site, however the crimp end of the tube had been removed by the customer and the batch details could not be determined. The side of the tube was also cut open and therefore testing of the complaint sample could not be carried out. The complaint reason was determined to be unsubstantiated. -

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 46-year-old male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint. On an unknown date, the outcome of the choking, irritation roof of mouth, peeling mouth, sore mouth, device used for unapproved schedule, wrong technique in device usage process and product complaint were unknown. The reporter considered the choking, irritation roof of mouth, peeling mouth and sore mouth to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device used for unapproved schedule and wrong technique in device usage process to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on 02 march 2018. Consumer stated that the super poligrip free 2.4oz was not holding dentures had to apply 3 to 4 times. Stated the product was irritating roof of mouth, peels the skin, soreness, and choking. Product adhesive sticks too hard to gums. Stated that he had cut the tube open. Follow up information was received on 12 march 2018. The product sample poligrip free, 2.4oz tube returned and the crimp was cut off, therefore the lot number was not available. Follow-up information was received on 15 march 2018 from the quality assurance (qa) department regarding complaint number 6970194, lot number unknown. Quality investigation report included that, batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. On the basis of the above it was consider this complaint closed as unsubstantiated. Follow-up information was received on 28 march 2018 from the quality assurance (qa) department regarding complaint number (B)(4) (issue number) for unknown lot number. Quality investigation report concluded that, the consumer returned the sample and the batch details were not received so a full investigation could not be completed. As this information was not available the complaint cannot be substantiated. However, there was no investigation report in this issue regarding the sample evaluation. On the basis of the above the product complaint were closed as unsubstantiated. Follow-up information was received on 06 april 2018 via quality assurance (qa) department regarding complaint number (B)(4) (issue number).no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. The product complaint was closed as unsubstantiated. This report is being re submitted to capture the information received on 06 april 2018 via quality assurance (qa) department. As per the pq executive summary in the source document, there was an update where the complaint sample was received on site, however the crimp end of the tube had been removed by the consumer and the batch details could not be determined. The side of the tube was also cut open and therefore testing of the complaint sample could not be carried out and the complaint was consider as unsubstantiated.